Event description:
The patient's mother contacted animas on (B)(6) and reported that the audio bolus button is torn. She said the buttons were still functioning normally. The patient's blood glucose levels range from 100 to 300 mg/dl and the patient reportedly had ketones. The patient also had nausea frequent urination and increased thirst. She denied issues with the insertion site, bent cannulas, blood in the tubing or cannula and denies looking for bubbles in the tubing or cartridge. When the patient changed the infusion site and delivers a bolus dose through the pump his blood glucose level reportedly decreases. Although troubleshooting and details surrounding the use of the product were unavailable this complaint is being reported because the patient reportedly experienced elevated blood glucose levels and symptoms indicative of hyperglycemia while on pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact but the bolus button was torn. The bolus button responded appropriately. A damaged bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all of the buttons responded appropriately. There was evidence of contamination found under the contrast, up and down contact buttons. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.